Manufacturer narrative:
Investigation results: visual investigation: the femoral as well as the tibial component show no device failure or serious damage. The femoral component show bone cement residues on the whole intended area/coated surface. This indicates that a loosening between the bone and bone cement has taken place. The bone cement shows that on several areas a good bone anchorage (cement interlock into the bone trabeculae) has taken place. The tibial component shows partially bone cement residues. On this cement residues a bone anchorage (cement interlock into the bone trabeculae) has taken place. The gliding surface of the meniscal components shows little imprints, which probably resulting from third body wear (bone chips and/or bone cement residues). Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) probability of occurrence 2(5) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material, manufacturing or design related failure. Based upon the investigations results there is CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with no156z-as univation xf tibia cemented t1 rm. According to the complaint description, it was reported that the patient had a revision surgery occured after 11 month due to loosening of implant. Additional information was not provided nor available / was not available. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4). Concomitant medical products: no181z-as univation xf femur cemented f2 rm-52190379, nl470-univation f meniscal comp.t1 rm/lm 7mm-52519483.